Manufacturer narrative:
Additional information: hamilton medical ag comes to the conclusion: during technical evaluation, indications of limited blower performance were observed, including reduced speed and ambient state condition. The investigation identified a defective blower unit as the source of the issue. The blower was replaced, which resolved the reported issues and restored normal device function. No additional components required replacement, and no serious incident was reported. The device is back in use. Corrected: section h6 imdrf codese were updated/corrected.

Event description:
Please find below the event description provided to hamilton medical ag. Detailed complaint and failure description: "device reportedly shut down unexpectedly during operation, according to the user. (Translated from original)". Original description: "gerät laut anwender einfach ausgegangen im betrieb.". Health impact: no clinical signs, symptoms or conditions and no health consequences or impact reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
Please find below the event description provided to hamilton medical ag. (1) detailed complaint and failure description: "device reportedly shut down unexpectedly during operation, according to the user.(translated from original)." Original description: "gerät laut anwender einfach ausgegangen im betrieb." (2) health impact: no clinical signs, symptoms or conditions and no health consequences or impact reported.